Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery using the perclose technique prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, when the plunger was retracted an anterior cuff miss occurred. Two additional proglide devices were used for successful suture placement using the perclose technique. The arteriotomy was 8f and the sheath was upsized to 20f for the taa procedure. The taa procedure was completed and hemostasis was achieved with the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the perclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.